Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low glucose episodes following meal announcements while using the ilet system, which the user attributed to either the correction algorithm or a maladapted meal bolus. Symptoms included hypoglycemia with a lowest glucose of 50 mg/dl, with lows lasting about an hour and accompanied by device low and urgent low alerts, without loss of consciousness or other acute effects. Outcomes included self-treatment with oral glucose and no professional medical intervention or assistance. Investigation included troubleshooting and education provided by clinical resources. Investigation of this case revealed that the cause of hypoglycemia was unclear based on available information, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.